Event description:
During application, adhesive dripped into pt's eye. Lashes and eyelid were partially glued shut. Nurse suggested the physician use petroleum based ophthalmic ointment to assist with opening the eye. No further info was obtainable.